Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing frequent charging of the ipg. The patient underwent a revision procedure wherein the ipg was replaced. The physician suspected device malfunction. The patient was doing well post-operatively.

Manufacturer narrative:
Sc-1132 sn: (B)(4). Device evaluation indicated that the ipg passed all tests performed. The complaint in regard to the charging issue was not verified. In the lab, the ipg battery measured 3.656 volts, and it was charged to 3.935 volts in one charge cycle. The end-of-charge beeps were generated upon completion of charging. This result attested that the device is capable of being charged fully under a proper charging method. The battery depletion rate and sleep current were within the expected range when the device was turned off. The source of the pocket pain was not verified. Current leakage tests and residual gas analysis verified that there is no loss of electric current or spurious signals into the surrounding tissue as a result of faulty insulation. The monitored stimulation on an oscilloscope found that the outputs were consistent and amplitude/pulse widths were verified to be correct on all electrodes.

Event description:
A report was received that the patient was experiencing frequent charging of the ipg. The patient underwent a revision procedure wherein the ipg was replaced. The physician suspected device malfunction. The patient was doing well post-operatively.